Manufacturer narrative:
Unit was received stuck in critical pump error open book image and unable to download due to moisture damage on electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to critical pump errors. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, missing retainer, peeling off serial number label, missing endcap address label, severe corrosion on force sensor assembly, and corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.